Event description:
The customer reported intermittent communication errors on start up. As a result, the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced. The system was then found to be operating as intended.